Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 28. Details of surgery: nerve encroachment. On (B)(6) 2022, the implant was removed upon patient¿s request. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.